Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample metering pump lost steps due to a pinched sample probe tubing. The sample probe tubing was replaced. Quality controls were run, resulting within range. The cause of the discordant, falsely low na, k and cl results was due to pinched sample probe tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k), and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.